Manufacturer narrative:
Section h10: (h3) the revision reported was likely the result of an insufficient bond between the implant and the bone, patient-related conditions, or a combination of the two, which led to aseptic (non-infected) tibial loosening. However, this cannot be confirmed as the devices were not available for evaluation.

Manufacturer narrative:
Pending evaluation: concomitant device(s): 350-22-22, (B)(4), tibial insert fb sz 2 rt 8mm, 350-02-02, (B)(4), talar implant sz 2 rt, 351-91-03, (B)(4), recip sawblade 8x50x1mm, 350-10-03, (B)(4), ankle sz 3 locking clip.

Event description:
Approximately 3 years postop the initial right ankle implant, this (B)(6) male patient experienced tibial loosening and was revised. Patient is doing well now. Removal of vantage implant. The patient has a history of post-traumatic arthritis. No other information available as revision was completed out of the clinical study. Device is not returning.